Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Theatre manager reported via the mhra that a revision had been performed after the initial hip replacement which took place in 2004. It was reported that in (B)(6) 2011, the patient had visited her consultant presenting pain in the hip. At that time, x-rays were reportedly taken which showed a barely visible fracture. It was further reported that the patient had to undergo a revision in (B)(6) 2012 due to a complete fracture, which had not been caused by any trauma. It was added that the surgeon noted that the patient in question was overweight and that he assumed that this could have led to poor proximal support in the cement.